Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer was sleeping in chair with the chair all the way tilted and the manual recline as far back as it would go. Alleges there was a popping sound and recline strut failed.

Manufacturer narrative:
Only the static back and gas strut were returned. As the lockable gas spring did not appear (visually) to have failed, it was tested under hydraulic pressure and met the 850n extension force specification. The nature of the complaint is unknown.

Event description:
Alleges consumer was sleeping in chair with the chair all the way tilted and the manual recline as far back as it would go. Alleges there was a popping sound and recline strut failed.